Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the ins is only lasting for three days and on the forth day the ins drops 10% since a month and half ago. Patient wife stated they were told the ins will last for 6 days. Patient wife stated the ins was off and she had him turn ins on while on the call with agent. Patient mentioned he spoke with dr  in fl who provided mdt number to call. Agent asked clarifying question and caller said she didn't know why the ins was off. Agent reviewed ins recharging function and caller said the ins had caution sign on the battery icon before ins was charged up. Agent reviewed ins need to be turn on manually after charged up. Agent asked patient to connect with the controller and controller show implanted neurostimulators 90% and controller 100% charged. Patient service reviewed device function and recommend patient consult with doctor ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.